Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, lead dislodgement was observed. During device interrogation loss of capture was noted. It was also noted that the patient had been very active. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.